Manufacturer narrative:
(B)(4).

Event description:
It was reported that a presyncopal patient presented to the clinic. Upon interrogation, the pulse generator exhibited over sensing which led to pacing inhibition. The device was reprogrammed. There were no adverse consequences to the patient. The patient would continue to be monitored.